Manufacturer narrative:
(B)(4). Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the tip of the inserter on both the devices has fractured and the fractured portion was not returned. Sem analysis conclusion on both the devices the fracture surface features of the juggerknot mini inserter tip are consistent with bending overload mode. Eds semi-quantitative elemental analysis confirmed the inserter tip material to be consistent with nitinol alloy. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11486 - 1.

Event description:
It has been reported that during surgery, while surgeon tried to insert the tips of inserters in patient's burr hole, they fractured. One of the two fractured pieces retained inside patient's body. Surgery was completed with the anchor. No additional patient consequences were reported.